Event description:
Report received that the device was returned to the biomedical department with an unsigned note stating "broken." There was no tracking information on the note in order to obtain specific patient information, pump programming or event data. During preventative maintenance testing, the device did not alarm when the slide clamp was improperly positioned in the device. The device reportedly continued to infuse. There were no reports of any adverse patient events while the device was in clinical use.